Event description:
It was reported the programmer lost communication with the analyzer. The analyzer was tried on 3 different programmers with same error message. The analyzer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The analyzer would not communicate with the programmer. Device would not initialize when functional test was attempted. Device found out of electrical specification.